Event description:
Clinician contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Clinician was advised to perform a reset to the device and will call back if the reset is unsuccessful. At the time of contact, clinician did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).